Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had motor error, buttons were hard to push, sticky or sometimes unresponsive and lost insulin pump setting or had insulin pump locked up as well as became unresponsive. Customer¿s blood glucose was unknown. Customer stated that insulin pump rejected new battery, received low battery alert. Insulin pump will not be returned for analysis.